Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two pieces. The damage found was sustained during the surgical procedure. A complete evaluation could not be performed since the lead was returned in two pieces.

Event description:
It was reported that the lead was explanted due to poor sensing and high capture thresholds. During the surgical procedure, it was found that the lead had dislodged.